Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived onsite to address the reported event. Fse confirmed the complaint via a printout displaying the errors. Fse replaced the sampling needle assembly, which was slightly bowed and not entering the sample tube perfectly. Fse also replaced the asm board and the loaded the software as a precaution due to the frequency of the occurrence of the errors on the device. Fse was subsequently able to run quality control (qc) and two racks of patient samples without errors. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 25apr2017 through aware date 25may2018. There were three similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 6- troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters the stand-by state. 710 z1-axis error an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event is due to faulty of the sampling needle assembly.

Event description:
It was reported that the customer received "710 z1-axis"errors with their g8 analyzer. Technical support (ts) instructed the customer to clean and lubricate the guide rod for the sampling needle assembly and told the customer call back if errors reoccurred. The customer called back to report that the errors persisted despite the intervention. Ts instructed the customer use a little more tri-flow on the guide rod. The customer then ran a couple of racks of tubes and the error reoccurred again. Fse was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Device evaluation: the sampling needle assembly and asm board were returned for evaluation with no shipping damage. Visual inspection of the sampling needle assembly revealed the part was bent, with the cutting tip damaged. Visual testing of the sampling needle assembly confirmed the reported event. Functional testing of the asm board confirmed the reported event. The z1-axis errors were duplicated when the placed on the sample loader. The most probable cause of the reported event was due to a faulty sampling needle assembly and failure of the asm board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Manufacturer narrative:
Revised device evaluation: the sampling needle assembly and asm board were returned for evaluation with no shipping damage. Visual inspection of the sampling needle assembly revealed the part was bent, with the cutting tip damaged. Visual testing of the sampling needle assembly confirmed the reported event. Functional testing of the asm board confirmed the reported event. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.